Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. The sponge detached from inside of the biopsy cap and was pushed inside the working channel of the dueodenoscope, during procedure. It is unknown if a water soluble lubricant was applied to the device prior to use. Reportedly, the device is perforated by the operator prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.